Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the issue started last night but she was finally able to get a button to respond but this morning she's unable to get the buttons to respond. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump not exposed to a change in altitude. Customer stated when she gets the press key to unlock screen none of the buttons was responding so she was unable to unlock the insulin pump. Block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no down, center, up and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding.